Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient I weight not provided for reporting. X-ray review: as the complaint report describes, ¿photo of x-ray showing retro pulsed cage prior to removal is available¿, this picture seems to show a retro pulsed cage based on the radiolucent marker position. Product was not returned and, an investigation could not be performed. This report is for: pliviosrev 13*10 8° unknown retropulsed plivios r cage. Lot number is either: 2455695 or 2527386, cannot determine whether both were taken out or just one. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). (B)(4): the reported event required medical/surgical intervention to preclude permanent damage to a body structure. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that: the DHR review for part# 889.514s ¿ 2527386, manufacturing site: (B)(4), manufacturing date: 25.sep.2009, expiry date: 01.sep.2019. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. DHR review for part#889.514s ¿ 2455695, manufacturing site: (B)(4), manufacturing date: 05.feb.2009, expiry date: 01.jan.2019. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a posterior lumber interbody fusion surgery took place on (B)(6) 2016. The primary implant date was on (B)(6) 2016, the 1st revision surgery on (B)(6) 2016. Both surgeries were performed as the plivios cages retropulsed posteriorly. Patient returned to theatre for a second time on (B)(6) 2016 with a retropulsed posteriorly interbody cage, on the left side. During 2nd revision surgery the surgeon made a small incision over the retropulsed plivios r cage and removed it completely. Then he replaced the cage with synthetic bone graft. The plivious r cage and it autologous bone graft contents were then sent to pathology for bacterial testing. Patient has no adverse effects. Patient is doing very well. This complaint involves 1 part. This report is 1 of 1 for (B)(4).